Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. Information regarding the disposition of the valve was not provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Based on the information provided, the exact cause for the annular rupture and subsequent death is unknown but maybe be related to patient factors (fragility, calcification) or procedural factors (manipulation of devices). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the implant patient registry and the hospital medical records, during a transfemoral tavr procedure and post deployment of a 29mm sapien 3 valve, the patient developed a pericardial effusion. During exploratory surgery an annular rupture was observed. The sapien 3 valve was explanted and replaced with a surgical valve. The patient expired while in the operating room. The procedure was complicated by pericardial effusion. Pericardiocentesis was immediately performed, blood was transfused, and an emergency sternotomy was performed. There was hematoma posteriorly in the left main area; however, no active bleeding site or visible perforation was identified. The sternum was closed after irrigating the pericardial space with antibiotics solution. The patient was transferred to the ICU in a hemodynamically stable condition. Later that same day, the patient became hypotensive and was transferred back to the operating room for re-exploration. The sapien 3 valve was explanted and there was a laceration noticed in the left annulus extending superiorly. The aortic valve, annulus, and root were calcified. The aortic root/annulus laceration was closed with pledgeted sutures and a 23mm edwards surgical valve was implanted. The aorta was fragile; therefore, teflon felt was used to enforce both proximal and distal edges of the aortotomy during the closure. The patient was weaned from the cpb without any major issues. However, some bleeding was noticed from the left atrial appendage area from the aortic root due to the friability of tissue. It was realized that the aortic tissue could not hold any suture lines and the laceration of the aorta extended into the aortic root toward the aortic annulus. The patient eventually expired in the operating room due to uncontrollable bleeding caused by the frailty of the aortic root and the ascending aorta.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).